Event description:
Customer's wife reports customer received a reading of 331mg/dl and she gave him his usual dose of insulin while using the aviva system. Wife reports customer did not get a chance to eat before he passed out. Wife reports she was able to get him to drink orange juice and his blood glucose came up to 40mg/dl. Wife reports 10 minutes later emts arrive and tested customer's blood glucose with a result of 27mg/dl; was treated with an IV of unk content and d50. No quality control were run. Wife reports emts picked up meter on their way out; a replacement was sent.